Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump shut off unexpectedly. The customer connected the pump to a power source, but the pump did not turn on. Customers blood glucose was reported as "high", with moderate ketones although specific value was not specified. Cause was not known. Customer used cartridge beyond labeling. Customer technical support provided customer with off label messaging. Customer addressed high bg by administrating a manual correction injection. Reportedly the customer continued to use pump for insulin therapy.